Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported lec 1310 service due error. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of the reported event. To further investigate the reported issue, a functional test and visual inspection was performed. The reported issue was confirmed. Pump was found to be displaying "1310" error code with (service due) alarm messages on power up when batteries were inserted. The 1310 day_change_not_near_24_hours error code was removed and the internal real time clock lithium battery was replaced because the clock date had reached the level at which the clock battery service due was required. No further actions were taken.

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited lec 1310 service due. No adverse effects were reported.